Event description:
Customer reported the cross arm brake is loose. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the cross arm brake. System operates as inteded. This MDR is related to ge healthcare complaint number.